Manufacturer narrative:
The complaint device was not returned for evaluation. However, this type of failure has been typically observed with excess torque and off angle insertion. It is unknown if the device is question was reprocessed. This is a single use device and not intended to be reprocessed. Reprocessing and excessively torquing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. This failure was reviewed against the risk analysis document and found to be within the expected range and the risk is considered minimal. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Acl reconstruction. The nitinol guidewire out of this disposable kit was used to implant the milagro advance screw in the tibia. The surgeon did not put a large amount of flex on the wire and it snapped in the tibia. The surgeon could not retrieve the wire despite using x ray. He decided to leave the snapped off wire in the tibia and complete the procedure using another form of fixation. Tried to retrieve wire out the tibia using a number of methods none of which were successful. Fifteen (15) minutes delay. Adverse event to be determined as wire has been left in patient.